Event description:
It was reported the patient's blood glucose level rose to 444 mg/dl while wearing the pod on the left thigh between 36 and 48 hours (pod was activated on june 22nd). Blood glucose levels remained over 400 mg/dl for 3 hours despite multiple correction boluses. The caregiver reported that they had to remove the patient¿s pod due to high blood glucose levels. The pink slide did move forward and the cannula initially inserted into the skin. No redness or swelling was reported, however the caregiver did notice an insulin smell on the skin. The caregiver also noticed that there was an abnormal build-up visible through the pod¿s clear window. It was discovered that the cannula had come out, even though the adhesive appeared intact and secure. The patient also experienced pain at the site earlier in the day. There were no confirmed alarms or alerts received. As treatment, the patient placed a new pod and blood glucose levels normalized within 2 to 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone14.4cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.